Manufacturer narrative:
This report is submitted 06 january 2020.

Manufacturer narrative:
This report is submitted on december 5, 2019.

Event description:
Per the surgeon, the device was explanted on (B)(6) 2019, due to the patient experiencing pain and non-auditory sensations with device use. The electrode array was left insitu and the receiver stimulator body was removed. It is unknown whether there are plans to reimplant the patient, as of the date of this report.